Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) lower screen no longer worked correctly as it would appear all black. The status of the epg is unknown. There was no patient involvement.